Manufacturer narrative:
Product analysis:visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified leakage at the distal peak on the balloon. The location and nature of failure is consistent with pinhole leak due to contact with bone shard.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty at l1. Intra-op, the physician inflated the balloon and it got ruptured. The balloon was in the vertebral body and doctor was inflating the lateral side and it was noticed on fluoro that it burst due to contrast. The bone was not sclerotic so it was not sure that why it was ruptured. The physician always had a difficult time in getting the high pressure balloons all the way into the cavity. The product came in the contact with the patient. No patient's complications were reported.